Event description:
It was reported that the tip of the drill broke off during an acl procedure. The tip broke into 3 pieces and imbedded into the bone. It cannot be confirmed that the broken pieces were removed from the patient. The surgeon felt adequate fixation was achieved and completed the procedure. It is unk how long of a delay was experienced. No other info is available for this incident.